Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge. Additionally, it was reported that an altitude alarm occurred and an occlusion alarm occurred. The customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was around 260 mg/dl.